Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that there was a problem with distal segment of catheter (see MFR report # 3007566237-2013-00210 for reported catheter slip/ coil) and this was replaced and moved several spinal segments down in thoracic region as reported previously. The pump was not explanted. The patient was receiving intrathecal baclofen therapy at the moment.

Event description:
It was reported the patient's spasticity was continuously worsening. They revised the catheter and put it down to c IV level (in (B)(6)) and after started administering midazolam. There was no improvement so they disconnected the catheter at the lumbar level. Cerebrospinal fluid (csf) was coming from the intrathecal part. They performed a bolus. The pump was functioning and the pump segment was free of any obliteration. An x-ray was performed; than a second x-ray with omnipaque, injected through the side port, to test the patency of the catheter. The csf was easily "suck" back from the side port. A catheter access port kit was not available; a 27 g needle was used and it was difficult to inject the contrast material into the side port. On the x-ray there was contrast only in the intrathecal space. A whole spine CT, with 3d reconstruction of the catheter and bony structures was done. There was no kinking, coiling or obstruction visible. The contrast media was around the spinal cord and it was visible intracranially, some got into the IV ventricle just at the level of "foramen magendi." A rotor roller test under fluoroscopy was done and it showed proper movement. The pump contained 14.3 ml lioresal, concentration was 2000microgr/ml daily dose was 520mcg/day. A bolus of 130 microgram was given with no effect. A bolus of 300 microgram was given and the patient became "sloopy" and somnolent. The injection was administered 1500 pm and the effect lasted until 0200 am the next morning. The concentration of solution was changed from 2000 microgr/ml to 500microgr/ml; dosing was changed and used flex dose. The plan was to administer every six hours 200 microgrm lioresal. The first bolus was given to the patient but the severe "opistotonus" did not change during the next six hours therefore the rotor was checked again under fluoroscopy than after a 200 microgram bolus was administered and other single bolus of 300 microgram lioresal by the pump. The effect of the 500 microgram lioresal was visible after one hour of the administration. The child became somnolent, relaxed, nystagmus, hypotension, and hypoventilation appeared. His saturation stayed at 99% with o2 mask. After six hours he became "normovigil" and spasticity abruptly came back. Because of the severe spasticity anesthesia regularly administered IV midazolam and propofol under continuous intensive monitoring during the last weeks. All diagnostic and invasive ther apeutic investigations of the child had to be done under IV sedation because of severe spasticity. There was "higher" temperature for two months 37,8c, no mental status deterioration, but severe painful spasms; it was believed it was withdrawal syndrome, "it is an increase need of baclofen."the pump was working well, the rotor test showed. The catheter was patent, no obstruction, kinking, coiling was diagnosed and it was easy to administer drug solution through the side port and easy to suck csf from the side port. A high dose and low concentration, and high volume injection (300microgram, 4ml) of lioresal had very good effect with obvious side effects "somnolence and 3x vomiting." The 500 microgram of lioresal administered had again overdose effects which lasted six hours, so the dynamic of the drug effect was normal. The plan was to find the optimal dose, bolus frequency and concentration of drug, because the "hardware of itb therapy" is working and the drug has effect. Patient status on (B)(6) was the patient was conscious, spontaneous breathing, severe spasticity, hemodynamically stable. P-116, bp-110/75. Spo2-99%. The patient experienced breathing difficulty and was intubated and mechanically ventilated the day prior but was currently "breathing himself." The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).